Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 05-jul-2023. H6: investigation summary: one sample received by the customer for investigation. It was reported by customer that they had trifuse sets leak at the filter vent. Prior to functional testing the samples were visually examined for defects and abnormalities. No defects or abnormalities were observed. The sample was attempted to be flushed with blue dye solution using a 10ml bd syringe to confirm the leakage. There was a leak from the filter vent. Quality notification send to manufacturer. After the investigation from the supplier, potential root cause is that the hydrophobicity of the membrane was compromised. The hydrophobicity of the membrane was able to be restored. The compromise of the membrane was most likely due to the drug. A device history record review for model mz9270 and lot number 23029243 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot.

Event description:
It was reported that the bd maxzero multi-fuse extension set experienced leakage. 3 of 4 related files. The following information was provided by the initial reporter: there is a tiny area on filter that looks like a hole, that is were 3 of them are leaking from, the other was at the connection to the filter where the microbore tubing meets the filter.

Event description:
It was reported that the bd maxzero multi-fuse extension set experienced leakage. 3 of 4 related files. The following information was provided by the initial reporter: there is a tiny area on filter that looks like a hole, that is were 3 of them are leaking from, the other was at the connection to the filter where the microbore tubing meets the filter.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.